Manufacturer narrative:
(B)(4).

Event description:
The physician reported scabbing at the patient's generator site and is referring the patient to an infectious disease doctor for his assessment of the situation. No swelling was observed around the generator, nor was the patient experiencing fever or pain. The patient had been behaving and feeling fine. Additional information was received that the patient was scheduled for an explant of the device on (B)(6) 2016 due to infection. A review of device history records showed that both the lead and generator were sterilized prior to distribution.

Event description:
The patient's mother later reported she was concerned that she was able to see the lead protruding under the patient's skin and that there was drainage around the patient's wound up to three weeks after the patient's generator explant. The physician noted the drainage was not near the wire and there was no sign of ongoing infection. Additionally, the physician noted that he believed they were able to see lead protrusion due to the coiled wires in the separate pocket they had created more medially.

Event description:
It was later confirmed that the patient's generator was explanted due to infection. It was also reported that the leads were left in place and not removed. No additional relevant information was received.